Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Summary: one used suture of product was received for analysis. During the visual inspection of the opened sample, fraying suture and the ends of the suture cut that appears to be by the use of a surgical instrument could be observed. In addition, body fluids were found. Due to the condition of the sample the functional test can't be performed. Due to condition of the opened sample, the assignable cause of performance fraying suture intra-op suggests an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Additional information was requested, and the following was obtained: how many sutures were frayed during this procedure? 4. How many sutures were broken during this procedure? 2. Did the sutures themselves fray? No. When did the suture come undone? (Before use in the patient, during use in the patient or after the operation) during the procedure when mounting the suture in the needle holder. When did the suture break? (Before patient use, during patient use, or after the operation) as it passes through the tissue during the procedure. Events were submitted via 2210968-2020-01579, 2210968-2020-03010, 2210968-2020-03015, 2210968-2020-03016 and 2210968-2020-03017.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During the procedure, when mounting the suture in the needle holder, the suture was coming frayed.